Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc on (B)(6) 2014 to report the purely yours breast pump she uses exclusively to express breast milk for her baby began turning itself off during the pumping session. She states it will not power on now using the ac adapter in various electrical outlets in her home and on car adapter. Customer reports an emergency room visit on the evening of (B)(6) 2014 for ongoing engorgement that resulted in a diagnosis of right breast mastitis. Customer was prescribed oral antibiotics for 1 week that resolved the infection.

Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. The output of the returned ac adapter was confirmed to be within specifications and did not contribute to low suction. No evidence of malfunction was observed.